Manufacturer narrative:
On 05/04/2012, the unit passed quality control (qc) checks and met specifications prior to patient placement on (B)(6) 2012. On (B)(6) 2012, after patient placement, the unit passed qc checks and met specifications.

Event description:
The following was reported to kci by the patient's wife: on (B)(6) 2012, the patient was admitted to the hospital allegedly due to wound deterioration and infection while on v.a.c. Therapy. On (B)(6) 2012, regulatory compliance specialist iii spoke with the physician's nurse who stated the patient's wound had allegedly deteriorated and become infected while on v.a.c. Therapy. On (B)(6) the patient was admitted to the hospital for surgical wound debridement and antibiotic therapy. On an unknown date the patient was discharged from the hospital in good condition.